Event description:
Physician was attempting to deliver one endeavor resolute drug-eluting stent to a cto, calcified lesion of the rca and vessel tortuosity but the stent could not pass, device was removed. The physician gave up the surgery. No clinical sequelae were reported. Evaluation summary: the transition shaft was kinked 2.8cm distal to the hypotube bond. The distal shaft was kinked starting at 3.5cm distal to the guidewire entry port and continued up to 14.0cm distal to the guidewire entry port. A number of struts on the 6th and 7th distal stent segments were partially raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (failure to deliver stent and stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ chronic total occlusion (cto), tortuosity and calcification. (Deformation problem) evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ chronic total occlusion (cto), tortuosity and calcification. Inherent risk of procedure ¿ (failure to deliver stent and stent deformation). (B)(4).